Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty manifold harness. Erratic pressure readings were displayed by the device. The pressure transducer and the manifold harness were replaced. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they were trying to initiate therapy and arctic sun device was alerting 02 (low flow). Water flow rate (wfr) was 0 l/m. Patient temperature (pt) was 31.9c, targeted temperature (tt) was 33.5c, water temperature (wt) was 24.4c, water flow rate (wfr) was 0 l/m. Neonatal pads connected. Had stop therapy and empty pads. Device alerted empty pads not complete x 2. Had disconnect pads over trash can. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Verified all lines straight with no bends or kinks. Encouraged to place blankets between lines and hard surfaces that were causing bends. Verified fluid delivery line (fdl) secure and in lock position. Restarted therapy and water flow rate (wfr) was stabilized at 0 l/m. Alerted low flow. System diagnostics showed that the outlet monitor temperature (t1) was 20.1c, outlet control temperature (t2) was 20.2c, inlet temperature (t3) was 24c, chiller temperature (t4) was 7c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7.4 psi, circulation pump command (cpc) was 12 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours 310 were and pump hours were 266.6. Had place device in manual control at 35. System diagnostics showed that the outlet monitor temperature (t1) was 22.1c, outlet control temperature (t2) was 22c, inlet temperature (t3) was 22.3c, chiller temperature (t4) was 5.3c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 34 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 4. Disabled manual control and restarted therapy but device again primed to 0 l/m. Advised to swap out pads and set aside for follow up from cm/tm. It was reported that from neonatal intensive care unit they tried to initiate therapy and the arctic sun device was alerting 02 low flow. Water flow rate was 0 l/m. Pads replaced twice, did not work. Finally, device was switched. It was reported that wo was updated on (B)(6) 2024 and there was 2nd call from (B)(6) 2023, arctic sun device was alerting low flow. Neonatal pads in place. Patient temperature (pt) was 32.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 29.9c, water flow rate (wfr) was 0 l/m. Device was working for a while but started alerting low flow. Tried to empty pads but device alerts empty pads not complete. Had stop therapy, drain and device alerted empty pads not complete x2. Had empty pads over trash can and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Restarted therapy and device primed to 0 l/m. Had stop therapy and empty pads. Empty pads not complete alert. Disconnected and placed in manual control at 35c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 22.8c, outlet control temperature (t2) was 22.8c, inlet temperature (t3) was 24.3c, chiller temperature (t4) was 6.6c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 24 percentage, mixing pump command (mpc) was 0, heater was 56, water reservoir level (wrl) was 3. Added back pads while in manual control. System diagnostics showed that the outlet monitor temperature (t1) was27.1c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 32c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was-7psi, circulation pump command (cpc) was 23 percentage, mixing pump command (mpc) was 0 heater was 47. Disabled manual control. No flow still. Advised to swap out to alternate device and send this one to biomed for evaluation. Sn dygyal043 if new device has any issues call back for assistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy and arctic sun device was alerting 02 (low flow). Water flow rate (wfr) was 0 l/m. Patient temperature (pt) was 31.9c, targeted temperature (tt) was 33.5c , water temperature (wt) was 24.4c, water flow rate (wfr) was 0 l/m. Neonatal pads connected. Had stop therapy and empty pads. Device alerted empty pads not complete x 2. Had disconnect pads over trash can. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Verified all lines straight with no bends or kinks. Encouraged to place blankets between lines and hard surfaces that were causing bends. Verified fluid delivery line (fdl) secure and in lock position. Restarted therapy and water flow rate (wfr) was stabilized at 0 l/m. Alerted low flow. System diagnostics showed that the outlet monitor temperature (t1) was 20.1c, outlet control temperature (t2) was 20.2c, inlet temperature (t3) was 24c, chiller temperature (t4) was 7c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7.4 psi, circulation pump command (cpc) was 12 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours 310 were and pump hours were 266.6. Had place device in manual control at 35. System diagnostics showed that the outlet monitor temperature (t1) was 22.1c, outlet control temperature (t2) was 22c, inlet temperature (t3) was 22.3c, chiller temperature (t4) was 5.3c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 34 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 4. Disabled manual control and restarted therapy but device again primed to 0 l/m. Advised to swap out pads and set aside for follow up from cm/tm.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty manifold harness. Erratic pressure readings were displayed by the device. The pressure transducer and the manifold harness were replaced. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy and arctic sun device was alerting 02 (low flow). Water flow rate (wfr) was 0 l/m. Patient temperature (pt) was 31.9c, targeted temperature (tt) was 33.5c, water temperature (wt) was 24.4c, water flow rate (wfr) was 0 l/m. Neonatal pads connected. Had stop therapy and empty pads. Device alerted empty pads not complete x 2. Had disconnect pads over trash can. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Verified all lines straight with no bends or kinks. Encouraged to place blankets between lines and hard surfaces that were causing bends. Verified fluid delivery line (fdl) secure and in lock position. Restarted therapy and water flow rate (wfr) was stabilized at 0 l/m. Alerted low flow. System diagnostics showed that the outlet monitor temperature (t1) was 20.1c, outlet control temperature (t2) was 20.2c, inlet temperature (t3) was 24c, chiller temperature (t4) was 7c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7.4 psi, circulation pump command (cpc) was 12 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours 310 were and pump hours were 266.6. Had place device in manual control at 35. System diagnostics showed that the outlet monitor temperature (t1) was 22.1c, outlet control temperature (t2) was 22c, inlet temperature (t3) was 22.3c, chiller temperature (t4) was 5.3c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 34 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 4. Disabled manual control and restarted therapy but device again primed to 0 l/m. Advised to swap out pads and set aside for follow up from cm/tm. It was reported that from neonatal intensive care unit they tried to initiate therapy and the arctic sun device was alerting 02 low flow. Water flow rate was 0 l/m. Pads replaced twice, did not work. Finally, device was switched. It was reported that wo was updated on 31jan2024 and there was 2nd call from 11dec2023, arctic sun device was alerting low flow. Neonatal pads in place. Patient temperature (pt) was 32.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 29.9c, water flow rate (wfr) was 0 l/m. Device was working for a while but started alerting low flow. Tried to empty pads but device alerts empty pads not complete. Had stop therapy, drain and device alerted empty pads not complete x2. Had empty pads over trash can and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Restarted therapy and device primed to 0 l/m. Had stop therapy and empty pads. Empty pads not complete alert. Disconnected and placed in manual control at 35c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 22.8c, outlet control temperature (t2) was 22.8c, inlet temperature (t3) was 24.3c, chiller temperature (t4) was 6.6c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 24 percentage, mixing pump command (mpc) was 0, heater was 56, water reservoir level (wrl) was 3. Added back pads while in manual control. System diagnostics showed that the outlet monitor temperature (t1) was27.1c, outlet control temperature (t2) was 27.2c, inlet temperature (t3) was 32c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was-7psi, circulation pump command (cpc) was 23 percentage, mixing pump command (mpc) was 0 heater was 47. Disabled manual control. No flow still. Advised to swap out to alternate device and send this one to biomed for evaluation. Sn dygyal043 if new device has any issues call back for assistance.